Manufacturer narrative:
Reference - voluntary medwatch MDR report #: mw5147294.

Event description:
It was reported that the patient presented with an alert for high defibrillation impedance of the right ventricular lead. No adverse patient effects were reported. No further information was available.